Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.3, 2.8, 2.7, ref: 2.8; mean: 2.90; confidence limits: 1.8-4.2. Inratio precision data provided by end-user: 1st inr: 3.3, 2nd inr: 2.8, 3rd inr: 2.7, mean: 2.93, sd: 0.32, %cv: 10.96. Analysis of customer's data revealed that inratio and reference test result comparison and repeated inratio test result comparison did meet accuracy and precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. No strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.3, lab: 2.8; inratio: 2.8, lab: 2.8; inratio: 2.7, lab: 2.8. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.3, 2.8, 2.7. Pt's therapeutic range: 2-3 inr.